Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(6) as documented in the repair reports in livelink. On (B)(6) 2019, it was reported that the device was leaking. The customer did not return an air dermatome device, serial number (B)(6), for evaluation. Product review of the air dermatome was not performed as the device was not returned for repair or evaluation. Repair of the air dermatome was not performed as the device was not returned for repair or evaluation. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. H3 other text : device not returned.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete a supplemental medwatch will be filed.

Event description:
It was reported that the device was leaking. The event occurred during testing and there was no harm, no delay reported. No adverse events were reported as a result of this malfunction.